Event description:
It was reported that syringe 50ml ll leaked past the stopper. The following information was provided by the initial reporter: "could you please inform me about the following points: has this medical device ever had any defects of this type reported to the supplier? Is this medical device specially manufactured? Has this device undergone any changes in the manufacturing or storage process? How many units per manufacturing batch for this device? On 13/11/20 in the neonatology department, when taking a two-handed pédiaven solution (30cc), the liquid leaks along the plunger. After observation of the syringe, a deformation of the walls is observed. A new syringe as well as a new solution had to be used. No clinical consequences were reported. A declaration was made to the ansm. The device is available at the pharmacy for expertise. Please send us a box or pre-stamped envelope to send the incriminated sample or contact us to arrange for a courier. We would like compensation. 09dec2020: tw notice sent regarding sample status."

Manufacturer narrative:
H.6. Investigation: two photos were provided to our quality team for investigation. Through visual inspection, the scale is observed to be erased after marking therefore it was verified the barrel has been damaged. A device history review was performed for the reported lot 1802239, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1802239 were used for additional evaluation. The product was visually inspected, no defects or damage was noted on the barrel or other components and no leak was identified during functional testing. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll leaked past the stopper. The following information was provided by the initial reporter: "could you please inform me about the following points: has this medical device ever had any defects of this type reported to the supplier? Is this medical device specially manufactured? Has this device undergone any changes in the manufacturing or storage process? How many units per manufacturing batch for this device? On (B)(6) 2020 in the neonatology department, when taking a two-handed pédiaven solution (30cc), the liquid leaks along the plunger. After observation of the syringe, a deformation of the walls is observed. A new syringe as well as a new solution had to be used. No clinical consequences were reported. A declaration was made to the (B)(6). The device is available at the pharmacy for expertise. Please send us a box or pre-stamped envelope to send the incriminated sample or contact us to arrange for a courier. We would like compensation. 09dec2020: tw notice sent regarding sample status."